Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wronged test strips;unable to evaluate them. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 332 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history as customer just received meter and there are no other readings. (B)(6). Memory concerns:new meter, no memory - undisclosed.